Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor had electrode missing. It was reported that one sensor stopped working after 4 days due to sensor updating and the second sensor had an missing electrode. The customer reported that the electrode was not left behind in the body. The customer also reported that they had a big bruise underneath the sensor (abdomen). No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.